Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported by email that the patient experienced dka. She was found at home unresponsive. Dexcom was reading 80-90 but fingerstick performed by emt showed bg of 790 mg/dl. She was in the hospital for four days. Attempts to contact the patient were unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.